Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer found that the drawer was unable to open due to sticking rails and replaced it. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower at unit 3 experiencing issues with the full-height drawer, which is sticking and difficult to pull or push. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.